Event description:
It was reported that a depth stop moved forward from 14 to 24mm intra-operatively when a drill became stuck in the guide. Other instruments were used to complete the procedure without reported patient impacts.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
Corrections to all fields. This initial report was created and sent in error; product receipt determined the reported part was not actually involved with this event.

Event description:
This initial report was created and sent in error; product receipt determined the reported part was not actually involved with this event.